Event description:
When attempting to obtain a 12 lead on a patient in ventricular tachycardia the monitor indicated v6 lead off error and would not complete the task. Replaced 4 lead cable after the call and unit worked fine.